Event description:
In late 2008, the lay use/patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultramini meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient's mother reported that eleven days earlier between 10am-10:30 a.m, the patient obtained a blood glucose reading of "13.1 mmol/l (236 mg/dl)" with the subject meter. As a result of the issue, the reporter claimed that the patient's babysitter adjusted the insulin on the patient's pump according to the meter's reading and the patient's usual morning snack. Approximately 45 minutes after obtaining the alleged high reading, the patient's mother reported that the patient became weak and dropped to the floor. The reporter stated that the babysitter responded to the symptoms by giving th e patient juice and when she tested the patient she obtained a blood glucose reading of "1.7 mmol/l (31 mg/dl)." At the time of troubleshooting, the csr confirmed that the blood sample was being applied correctly and that the puncture area was cleaned properly prior to testing. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.